Event description:
It was reported that the interface under the collection tank was split from the pipe. The event was noticed after the surgery. No bagged or pre-donated blood was used or reinfused. 5 cc of collected blood was discarded.

Manufacturer narrative:
The device was returned for evaluation at the manufacturer and the complaint was confirmed. The root cause was found to be multi-factorial.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that the interface under the collection tank was split from the pipe. The event was noticed after the surgery. No bagged or pre-donated blood was used or reinfused. Five cc of collected blood was discarded.